Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 432 mg/dl. The patient stated that she ate lunch and had some syrup. The customer treated with a pump bolus and her blood glucose at the time of call was 105 mg/dl. Troubleshooting was initiated for the high blood glucose. The drive support cap was normal. The infusion set cannula was straight. The insulin was also clear. A high pressure test could not occur due to lack of a tubing clamp. The customer was advised to change the entire set, reservoir and insulin and treat per health care professional's instructions. The customer was also referred to her doctor and toward online resources in regards to her high blood glucose. No products were shipped or returned.